Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.no information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Event description:
The customer called ascensia customer service to seek assistance with her contour next meter. During troubleshooting, it was found that one of the customer's blood glucose readings was not stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next meter with serial # (B)(6), and no manufacturing anomalies were found.